Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2018-07904, reference MFR. Report#1627487-2018-07901. It was reported the patient's scs system was explanted at an unknown date and unknown reason.

Manufacturer narrative:
Corrected data: device reference MFR report was inadvertently entered as device 2 of 3 instead device 1 of 3, correction made.

Event description:
Device 2 of 3: reference MFR. Report#1627487-2018-07904 , reference MFR. Report#1627487-2018-07901 . Follow-up identified the scs system did not provide the patient with effective pain relief as the reason for the explant.